Event description:
Reportable based on device analysis completed on 28-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3.50mm x 48mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 3.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not cross the lesion. The device was removed and the procedure was completed with a non-boston scientific (bsc) stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: synergy ous mr 3.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.